Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atypical atrial flutter. During a procedure, a farawave nav catheter was selected for use. Patient came into the room with baseline atrial fibrillation (af). This is the patient's 3rd ablation with previous pulmonary vein isolation (pvi) and posterior wall isolation (pwi) in (B)(6) 2024 and egf-guided ablation in (B)(6) 2024. The patient has had 8 cardioversions since her last ablation and is very symptomatic when in af. There were initial challenges with getting right sided femoral access for the patient. Orion voltage mapping showed no pv or pw touch-ups needed. Egf mapping showed 1 source in the left atrium (la) on the left-sided carina. This is the same spot identified in the previous egf-guided case. Stablepoint radio frequency ablation was attempted, but use of the catheter was unsuccessful due to challenges with the opal system/non boston scientific system connection's inability to see ablation egms. All sources were ablated with farawave. Successful ablation of that source was unconfirmed, as visualization of the basket mapping catheter was lost in the la following the first ablation. Additional ablation of the la roof and a mitral isthmus were done. Following an right atrium (ra) orion field map, 2 sources were found in the ra, one posterior superior venca cava (svc) and one in the right atrial appendage (raa). Both of these sources were consistent with the initial egf-guided case and successfully ablated with pulse field ablation (pfa). The svc was isolated with pfa. Patient was cardioverted into sinus rhythm (sr) and broke into an atypical left atypical atrial flutter (lafl). The patient did not sustain afl while mapping. A pfa was performed in the cavotricuspid isthmus (cti) for prosperity. Patient final rhythm was sinus. The catheters used (farawave nav and orion), as well as the packages, were disposed of.